Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was not working, and touchscreen calibration failed during a periodic check. It was reported that there was no patient involvement at the time the issue was discovered, and there was no delay in therapy. The sales representative visited the hospital and replaced the device. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a misalignment in the touch position. The pse was able to duplicate the reported issue, and because touchscreen calibration did not resolve the misalignment, the pse replaced the touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of the touchscreen did not reveal any signs of damage or contamination. The technician verified that the touchscreen failed the required flex cable resistance verification testing. The high out of spec resistance results were the reason for the touchscreen misalignment issue.